Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were bd insulin syringes with the bd ultra-fine¿ needles that had smudged scale markings. There was no report of exposure, medical intervention, or serious injury.

Event description:
It was reported that there were bd insulin syringes with the bd ultra-fine¿ needles that had smudged scale markings. There was no report of exposure, medical intervention, or serious injury.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 8099664. Customer states that the ink on the syringe is smudged in a circle form in which he cannot read the scale markings. The returned syringe was examined and exhibited ink rings around the barrel obscuring the scale markings. Sample will be forwarded to manufacturing (holdrege) on 09nov2018 for further review. On 12nov2018, holdrege received one (1) 0.5ml, 8mm, 31g syringe in an opened polybag from batch # 8099664. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Generally, ink rings are caused when the dr blade (used for removing excess ink from the pad) is dirty and fails to remove the excess ink from the pad prior to application onto the barrel. While the returned sample is a more severe incident, any number of rings, including a fully blacked syringe print, may be noted due to the dirty dr blade. CAPA 162566 was initiated by the holdrege plant to address print related quality notifications and their associated root cause(s). A review of the device history record was completed for batch# 8099664. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for ink rings. There were two (2) notifications for missing print. There were two (2) notifications for scratched print. There was one (1) notification for missing zero line. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale marking defective on lot # 8099664. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.